Event description:
The customer reported in 2009, the device failed to pace.

Manufacturer narrative:
The customer reported in 2009, the device failed to pace. The unit was evaluated at philips on 02/21/08. The symptom could not be duplicated, the device passed all testing. It was noted that the customer was using a non-philips pads adaptor cable and test load. Philips does not support the use of non-philips accessories. We are considering this issue the result of use outside normal and expected and no malfunction of the device.